Manufacturer narrative:
Complaint no: (B)(4). The date of the event onset was reported as (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the event was unknown. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Pd therapy remained ongoing. At the time this report was received, the patient was recovered. No additional information is available.